Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before used on a patient, it was observed that the motor device was smoking while in use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had foreign debris, the attachment coupling was blocked and the motor rattled. It was also observed that the device failed the following pre-tests: cutter lock and safety therefore, the reported condition was confirmed. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.